Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited detachment of acoustic lens and scratch on the acoustic lens reached the glue layer. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause and the root cause for the event detachment of acoustic lens (damage level; expose the glue-layer), insulation resistance value does not meet the standard value and acoustic lens has a scratch which reaches to the glue-layer could not be determined. Instructions ultrasonic gastrovideoscope olympus gf type ue160-al5 - do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. - do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. -do not twist or bend the bending section with your hands. Equipment damage may result. - do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.